Manufacturer narrative:
Omit: initial reporter phone #, b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ based on the review of pcu event logs on (B)(6) 2024; at 3:30 pm, an infusion was programmed with the following parameters: med: investigational drug, drug amount: 600 mg, diluent volume: 600 ml, concentration: 1 mg/ml, rate of 150 ml/hr, volume to be infused (vtbi) of 573 ml and a delay for: 5 minutes. Primary volume infused (pvi) was recorded as 0.0 ml. Infusion remained on ¿standby¿ mode. ¿ at 3:31 pm the pump module alarmed ¿door opened¿ and ¿flo stop open¿ (infusion remains in standby mode), after this the channel was selected and the infusion was started (at 3:32 pm). ¿ at 7:21 pm infusion was completed and the keep vein open (kvo) started. With a vtbi of 0.0 ml, and pvi was recorded as 573.02 ml. ¿ primary volume infused registered corresponds to what was programmed. ¿ between 7:22 pm and 7:27 pm the pump was paused, the ¿delay for¿ was updated to 10 minutes and vtbi was changed to 5 ml. Infusion remained on ¿standby¿ mode. ¿ at 7:31 pm vtbi was updated, and infusion was restarted. With a vtbi of 27 ml, and pvi was recorded as 573.163 ml. ¿ between 7:32 pm and 7:36 pm the pump module alarmed ¿air in line¿ (21 times) and restarted (21 times). Pvi was recorded as 573.163 ml. ¿ between 7:42 pm and 7:43 pm the pump module alarmed ¿air in line¿ (8 times) and restarted (8 times). Pvi was recorded as 599.906 ml. Infusion remained on ¿standby¿ mode (at 7:43 pm). ¿ at 7:44 pm the suspect pump module was channeled off and pvi was recorded as 600.166 ml. ¿ at 7:47 pm the pump was removed from the pcu. ¿ a review of the pcu and pump module error logs showed no records associated to the reported incident. ¿ alaris system user manual (v9.33), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ in addition, the air-in-line (ail) alarms tipsheet states within warnings and cautions steps to reduce ail alarms. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: the suspect pump module s/n (B)(6) has been opened for investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported over infusion was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the asp drug ran dry in approximately 15 minutes. There was patient involvement but no harm.

Event description:
It was reported that the asp drug ran dry in approximately 15 minutes. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex a, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. Note that imdrf annex a0404, a040502, a090202, a0401, c23, c02, c17, d11, d02, d07, g0301201, g04037, g05005 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the asp drug ran dry in approximately 15 minutes. There was patient involvement but no harm.